Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the tempus pro has an intermittent fault with the transducer cable input. There were no health consequences or impact.